Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient ¿charged it all the way up¿ and her ins was not working. She charged it this morning and it was telling her she needed to reposition antenna. The last time the patient charged the device was about a year ago. The patient was having trouble with her back and was trying to get her ins to work. The patient will meet with the hcp on (B)(6) 2015 to get shots in her neck. The patient has also had shots in her lower back too. The patient met with a manufacturer representative (rep) and they tried 3 times to recharge the ins but couldn¿t. A replacement was scheduled for (B)(6) 2015. If additional information becomes available regarding the patient¿s outcome and whether the device removal was performed, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).